Event description:
Additional information received reported that the patient had a kinked catheter and it was estimated that the pump had been flipping for some time. It was unknown how the pump was secured in the pocket prior to the incident, but the pump was secured with sutures during the procedure. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that there was a catheter revision due to a suspected kink and volume discrepancy. There was a volume discrepancy at the last refill, the actual residual volume (arv) was 10mls more than the expected residual volume (erv). The patient reported lack of therapy and increased pain since (B)(6) 2014. The patient was programmed to receive 1.936mg/day of morphine 10mg/ml. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
(B)(4)